Event description:
Patient was lying supine on table (to have imaging performed- left axillary view shoulder). The motorized tube came down and would not stop, on the patient's left knee and locked. Tube had to be forcefully moved off of patient. (Emergency button not utilized). Medical response was initiated. First aid was provided and pt will have a left knee x-ray. Pt was able to ambulate to car. Manufacturer response for cr x-ray unit, (brand not provided) (per site reporter). Message from manufacturer: thank you for speaking with me on the phone today. As we discussed, del medical is conducting an investigation into [date redacted] incident in which the x-ray tube came into contact with a patient's knee.